Event description:
It was reported that during a lash procedure the device stopped working and gave an error code 5. They used a second device to complete the case. No pt consequence was reported.

Event description:
Reporter alleged his son obtained the results of 260 mg/dl, 140 mg/dl and 67 mg/dl back to back within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.